Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he had been experiencing extreme highs lately and had called to troubleshoot for this. The customer reported that it started with 200mg/dl range and then went to 300mg/dl and now at 400mg/dl range. Patient's blood glucose at time of incident was 192mg/dl. Patient's current blood glucose was 409mg/dl. The customer treated with bolus correction. Based on customer report customer does not allege pump was under delivering. Customer does not have a tubing clamp available. Previously blood glucose was 192mg/dl. The customer will call back after receiving tubing clamp to perform high pressure test. The insulin pump will not be returned for analysis.